Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm (B)(6) 2025. Upon deploying the sensor in the abdomen, the patient noted it caused bleeding beyond the patch area which would have ¿oozed¿ out of the insertion site. Their daughter noticed that his shirt was soaking in blood and tried to apply pressure to stop the bleeding for 30 minutes. As the bleeding did not stop the emergency services were called. The paramedics continued applying pressure at the insertion site. The patient had lost a significant amount of blood by then which caused him to feel dizzy. The paramedics decided to take the patient to the hospital. At the emergency room, the sensor was taking off, and pressure was continued to be applied. They were able to stop the bleeding, but the patient would have lost ¿a pint¿ of blood. The patient was admitted replenishing the blood levels. It was not reported what actions were taken for this. The patient was discharged after 2 days. At the time of the event the patient was taking plavix the morning for two months. At the time of the report the patient was stable. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.